Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was planning an MRI because of a lump on her c-spine. The patient did not know if there was a relation to the device or therapy, but stated the lead incision was "above her bra strap." The patient also stated that she was experiencing migraines and felt like she was being electrocuted with a taser, but stated this was not related to the ins, though she later clarified that she hoped it was not related to the ins. The patient reported the lump in her c-spine was squishy and growing, and she did not think it was a knot. The patient stated it was scary as she would be sitting casually and the ins could be on or off but she would start sweating profusely and heat up like "an energy battery" and "bolts would come through". The patient stated this was not cardiovascular and she feels it all over and then "it will like charge, and then it will execute the charge and then it will release and then I go back to normal". This all occurs within a 10 minute span. The patient stated she would like to speak to a manufacturer's representative (rep) because she has not had the ins adjusted in a few months and she is having a new pain where if she bends down at her waistline everything "crackles and pops all the way up". The patient did not have a managing hcp for the ins. The patient reported she is currently being treated for complex regional pain syndrome, and has been trying to see a neurologist, and believed she had a "dying nervous system". The patient later called back requesting additional information about placing her device into MRI mode. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the lump on the patient's neck, migraines, shocking sensations, heating, and pain when bending at the waist had not been determined, however the patient's healthcare provider (hcp) had scheduled blood work to try to determine the cause. The patient reported the hcp was aware of the pain while bending, and the issues of the lump, shocking, heating, and pain had not been resolved. There were no reported complications and no further complications were expected.